Manufacturer narrative:
Still pending is the manufactured date, expiration date and UDI number. Therefore, a supplemental report will be submitted to update expiration date and manufactured date and UDI number fields. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. A 'bubble' error appeared. When withdrawing the catheter to purge it, coagulated blood was noticed at the end of the catheter. The problem resolved by replacing the catheter. The procedure was completed with no patient consequence. Additional clarification was received on the event. There were no issues related to temperature and flow on the catheter. The generator was set to power control mode, 25 w post wall, 40 w otherwise. Cut off was 40 degrees. The noted temperature was 36, power 40 w and impedance 130 ohms. The anticoagulant used was heparin. It was confirmed that the material appeared to be coagulum. The physician did not consider that the coagulum was excessive. The physician did not consider the amount of coagulum observed caused a potential risk to the patient. The patient has not exhibited any neurological symptoms since the procedure was completed. The bubble error was assessed as not reportable. Th coagulum was assessed as reportable since coagulum has poor adherence to catheters it could be a potential source of embolism.

Manufacturer narrative:
The manufactured date and expiration date have been provided. Therefore, expiration date, manufactured date and UDI # have been populated. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17608089l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).